Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was having trouble with his regular insulin pump. Customer is having the same issues with the demo pump that he received from the doctor. Customer stated that he got a motor error alarm when he tried to bolus. Customer changed the infusion set and filled the tubing. Customer then got a compromised force sensor system alarm. Customer's blood glucose was 150 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.